Event description:
The customer reported that the system had an error 'table communication failed'; the field engineer noted that the table did not boot fully, no table boot, no table operation or x-rays. There is no report of death or serious injury associated with the event.

Manufacturer narrative:
A ge service rep performed an investigation. The tgi board, footswitch and handswitch were evaluated and replaced. The system was tested and found to be working as intended and returned to service.